Manufacturer narrative:
Additional information was received indicating an x-ray was performed and no indication of a lead fracture was found. At this time the patient will continue to be monitored as the ejection fraction has improved and the device may not be replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) pacing lead exhibited pacing impedance measurements greater than 3,000 ohms and noise was able to be reproduced. A chest x-ray was planned for further evaluation. No adverse patient effects were reported.